Event description:
It was reported that metal shavings fell out of the cordless driver 2 at the user facility. There was no patient involvement; the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The event was confirmed by the diagnostic engineer through disassembly and visual inspection. The gear head on the device was gouged.